Event description:
It was reported that there was an increase in the unipolar training threshold to 6volts/2ms of this ventricular lead since the last check. This lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).